Manufacturer narrative:
The initial driveline infection on (B)(6) 2019 is captured under MFR #2916596-2019-03913. Approximate age of device 4 years 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had an ongoing driveline infection. The pump was explanted due to left ventricle recovery with ejection fraction (ef) of 50-55%.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infections and a correlation to the evaluation of (B)(6) cannot be conclusively determined. The pump was returned assembled with driveline cut approximately 2.5¿ from the pump housing and the severed portion of lead was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The hmii lvas IFU lists infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.